Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined. The IFU identifies vessel perforation and hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that the scepter balloon was inflated a first time without any issue and good visibility; however, visibility of the balloon was lost during the 2nd inflation, so control of the pressure was done with a syringe. During this inflation, a rupture of the artery occurred, resulting in an intracerebral hemorrhage. The physician did not observe a device malfunction and does not know the reason for the artery rupture. The patient's outcome after the procedure was reported to be poor. The patient's current status is unknown.